Manufacturer narrative:
(B)(4)

Event description:
On (B)(6), 2011, this patient underwent endovascular repair of a chronic ascending thoracic aortic dissection using a gore tag thoracic endoprosthesis (tgt3720/8386239). Final angiography revealed a distal type I endoleak. The physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6), 2011, an additional tag device was implanted to treat the distal type I endoleak. Coil embolization of the left subclavian artery was also performed. The physician elected to monitor the patient. On (B)(6), 2012, the patient was discharged. Subsequent follow-up examinations revealed that the endoleak was resolved. No further information was available.